Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report gripper actuation issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed. While attempting another grasp, one gripper didn¿t go down. Troubleshooting was performed per the IFU and attempted to lower them independent but had the same results and it was noted that the gripper line was stuck. Therefore, it was decided not to use the cds. A new cds was advanced the procedure successfully. Two clips were implanted reducing mr to 1-2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
In this case, the returned device analysis could not confirm the reported difficult gripper actuation as both grippers were able to lower and raise as intended. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, a cause for the reported difficult gripper actuation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. H6. Device code 2983 deleted.

Event description:
Subsequent to the initial report filing, additional information received reported that there was no issue with the gripper line. No additional information was provided.